Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon resection, the anvil of the first stapler was bent in the box and was not used in the case. A second stapler was opened and used instead. After firing the second stapler, the surgeon removed it from the rectum of patient but the anvil disengaged from the stapler and stayed inside the patient. The surgeon used graspers to retrieve the anvil. There was no patient injury.